Event description:
A surgeon reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under MFR number 1061857-2007-00183. There was no pt injury/impact associated with this event. At 2.5 weeks post-op bcva in the left eye was 20/20, an improvement of 1-line from pre-op. Ucva improved from 20/70+ to 20/25+. Further follow-up with the surgeon indicated he felt the pt's topographical changes may have been due to the fact the topographies were taken very early in the post-operative period and the results of the latest post-operative exam indicated this pt no longer exhibits characteristics associated with central islands. The surgeon stated he was very satisfied with the outcome for this patient. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.